Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the service required message. During the evaluation of the device, the pca burnt, ui panels scratched, and heater plate contaminated. The device was not repaired but routed to scrap. At this time, no further investigation can be performed. If any additional is received, a follow up report will be filed.